Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately three weeks post implant their heart rate was fluctuating and fell below the lower rate setting. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.